Manufacturer narrative:
(B)(4). Insulin pump received with unexpected battery power loss and had high sleep current due to corroded battery tube.

Event description:
The customer reported via phone call that the insulin pump alarmed replaced battery again and again. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. Customer received a low battery alert prior to the replace battery alert or replace battery alarm. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that these was the second occurrence of replace battery alert in less than 8 hours after low battery alert. The customer was advised that the pump will need to be replaced. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.